Event description:
International customer reported an air leak was observed in the middle of the drain. No further info was provided. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the eval will be submitted in a supplemental 3500a form.